Manufacturer narrative:
On (B)(6) 2015 03:18 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat v vacuum stabilizer system would not tighten when knob was turned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use was observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the interlinking arm. The arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat v vacuum stabilizer system would not tighten when knob was turned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.